Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5 x 150 6f supera veritas stent was unable to be deployed. No additional information was provided. Device analysis revealed the tip of the catheter was separated and not returned.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was not able to be confirmed as the stent had already been deployed. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. A conclusive cause for the reported deployment difficulty could not be determined. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.